Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they are currently on their last lower touch up aligner and they are still not happy with the results. The patient said that they still have a lower tooth that is still slanted. The tooth on the left is a bit higher than the rest, and it only got like that from these correction aligners, it was not like that before. The patient went on to say that step 14 aligner, the best fitting aligner, was extremely tight and uncomfortable being that it's a few steps back and they didn't wear the aligners in the past week and a half.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.